Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving bupivacaine (40mg/ml at 38.68mg/day) and dilaudid (10mg/ml at 9.67mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that an empty pump reservoir occurred. The patient was due for a refill and the pump was previously updated with the tablet. It was noted that the pump was alarming "last week" relative to the date of report and the patient called to have it filled. The patient had increased pain at that time as well. They refilled the pump on (B)(6) 2019 and would monitor the patient. It was confirmed that the therapy was not intentionally discontinued and troubleshooting resolved the reported event. No further complications were reported or anticipated.